Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient came into the clinic with an overdischarged battery. The patient said she spent some time in the hospital and was unable to maintain a charge. The rep did a trickle charge in the clinic and the issue was resolved. Additional information received from a manufacturer representative (rep). It was reported that the ins was overdischarged. The rep said the patient was in the hospital for a while and the patient's ins hadn't been charged for about 6 months. The rep said they used the al and the a prm. After the prm, the recharger went to the normal charging screen, but a por message did not display. The rep stated that it was taking a long time to charge the ins up to 25%. The rep attempted to interrogate the ins with the clinician programmer it displayed a message that the batteries were depleted and they should be replaced. The rep said the patient claimed to have not had a no other overdischarge previously. The rep was going to continue charging with the patient. No further complications were reported.